Event description:
It was reported that during da vinci-assisted surgical procedure, the fenestrated bipolar forceps was found to have damaged conductor wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no noted damage. Tissue peeling was being performed when the issue occurred. No signs of thermal damage or arcing was noted. The instrument did collide with other instrument or tool during the procedure. No report of fragment fall inside patient's anatomy.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.